Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and the catheter was not irrigating. The medical team stated that they tried flushing the catheter multiple times without resolution. The pressure would build up when they tried flushing, but the irrigation fluid would not go through the catheter. The heat map on the carto 3 system was red. The team removed the catheter from the body and did a hard flush without resolution. The catheter was replaced and the issue resolved. The procedure was continued. No patient consequences were reported.

Manufacturer narrative:
On 16-jul-2025, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and the catheter was not irrigating. The medical team stated that they tried flushing the catheter multiple times without resolution. The pressure would build up when they tried flushing, but the irrigation fluid would not go through the catheter. The heat map on the carto 3 system was red. The team removed the catheter from the body and did a hard flush without resolution. The catheter was replaced and the issue resolved. The procedure was continued. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection, temperature, and impedance test of the returned device were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. The temperature and impedance test was performed and the device was found working correctly. The temperature was displayed on the generator without any issue. No temperature or impedance issues were observed. Then, an irrigation test was performed, and the device was irrigating correctly. No irrigation issues were observed. No malfunctions were observed during the device analysis. A manufacturing record evaluation was performed for the finished device number lot 31516073l and no internal action related to the complaint was found during the review. The temperature and irrigation issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf (radiofrequency) application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient body. In relation to the irrigation issue, the instructions for use contain the following warning and precautions: purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. Inspect the irrigation saline for air bubbles prior to its use in the procedure. Air bubbles in the irrigation saline may cause emboli. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. Do not use the catheter without irrigation flow. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).